Event description:
During intraocular lens (iol) implant surgery, the surgeon noted a mark on the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol and sutures were required. The pt's outcome was good.